Event description:
A journal article was reviewed that contained information regarding this lead. The patient developed sepsis and bacillus licheniformis. The patient was treated with antibiotic therapy and the lead remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: pacemaker lead infection and related bacteraemia caused by normal and small colony variant phenotypes of bacillus licheniformis. J. Med. Microbiol. June 1 2013;62(part6):940-944. (B)(4).